Event description:
A malfunction alarm was reported, with the pump displaying malf 12 before shutting down. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. The customer reverted to an alternate method of insulin therapy.